Event description:
Customer reported being hospitalized due to high blood glucose levels and dka. Customer was also experiencing vomiting, fever, and is fighting a bacterial infection. Troubleshooting was performed and pump appeared to be functioning properly.